Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during an onsite visit the endoscope reprocesser was found to have a damaged yellow scope connector. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the connector was broken. The cause of the broken connector was not established, however, it is possible the user may have hit the connector on something hard or stress to the connector toward loosening direction was accumulated, which made the deteriorated the connector over time, leading to breakage. Olympus will continue to monitor field performance for this device.